Event description:
It was reported the patients system displayed high impedance. As a result, surgical intervention was undertaken wherein the patients lead and extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.